Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028. We checked the returned unit and confirmed that the image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the image device. In addition, we confirmed that the objective lens unit dirty, and the electrical connector pin bend; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).